Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed low resistance/impedance. There were 2 patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2009. Alert events for "rv defib lead impedance 19 ohms." And "svc defib lead impedance 19 and 18 ohms." Were noted on (B)(6) 2009. Analysis also revealed a resistance/impedance increase and the weekly pace lead impedance trend data showed an abrupt increase for min and max svcdefib impedance equal to 35 to 254 ohms peak between (B)(6) 2012.

Event description:
It was reported that the left ventricular patch had low and high impedances and "became fractured." The right ventricular lead superior vena cava (svc) and high voltage (hv) coil impedances were also low and high and lead warnings were triggered. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.